Event description:
It was reported patient was unable to place ipg into MRI mode due to impedances issue and MRI was needed. As such, surgical intervention was undertaken wherein the entire system was explanted.

Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial:(B)(6) , batch: a000034019.